Manufacturer narrative:
(B)(4). It was reported that a steam pop occurred during an avnrt case. No spikes in temperature or impedance were noted. The generator was returned to the vendor ((B)(4)) for analysis. The stockert was found functional during investigation and passed all performance, functional, and safety tests. During investigation, the mounting foot was found damaged and it was replaced; however, this failure was not related to the steam pop. The device history record for stockert generator (B)(4) shows that no manufacturing or test fails were noted during manufacturing or service that related to this event. The device met all requirements prior to distribution.

Event description:
It was reported that during an avnrt procedure, a steam pop occurred. No spikes in temperature or impedance were noted. There was no change in patient's vital sign. No medical intervention was performed. Patient remained stable during the procedure. Patient did not require hospitalization.

Manufacturer narrative:
A 3500a supplemental will be submitted once the evaluation is completed.(B)(4).